Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set w/ holder the integrated holder separated from the non patient end needle. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated, "when removing the lid from the needle within the blood collection pack, the needle also came away with the lid. Another pack was opened and the same thing happened again. Trying again with 3 further blood collection packs, there was no needle present when the lid was removed."

Event description:
It was reported when using the bd vacutainer® push button blood collection set w/ holder the integrated holder separated from the non patient end needle. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "when removing the lid from the needle within the blood collection pack, the needle also came away with the lid. Another pack was opened and the same thing happened again. On trying again with 3 further blood collection packs, there was no needle present when the lid was removed."

Manufacturer narrative:
H.6. Investigation summary: no customer samples or photos were received for evaluation. Therefore, 30 retention samples from the bd inventory were subjected to functional testing and the issue of separation was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm/duplicate the customer¿s reported failure mode with the retention sample test results. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Based on an evaluation of complaint defect code frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10.